Event description:
The ams-530 was attached to the baby's catheter and the baby was receiving an infusion of tpn and lipids. The nurse noticed that the set was leaking at the junction where all three legs meet in the middle of the set. A new set was placed on the pt's catheter and the infusion was resumed.

Manufacturer narrative:
There was an additional occurrence of this product malfunction. Please refer the following for additional occurrence: MDR 2245270-2013-00030. The malfunctioning device was returned to vygon us, and was then forwarded to vygon mfg (manufacturer) for device eval and complaint investigation. The results of the investigation are still pending. Results will be forwarded to FDA via a f/u MDR upon investigation completion.